Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Additionally, fiducials were administered transperineally prior to the procedure. The procedure was performed under local anesthesia. It was reported that the gel was implanted in the rectal wall near the prostatic apex. External beam radiation therapy (ebrt) at 25 fractions is ongoing and sigmoidoscopies will occur through out ebrt to ensure problems do not develop. The patient is reported to have fully recovered. On (B)(6) 2021, additional information was received stating that patient is now experiencing symptoms of a likely abscess or fistula. Imaging was performed, indicating a likely abscess or fistula. Magnetic resonance imaging (MRI) and colonoscopy are anticipated to occur within the next 1 to 2 weeks.

Manufacturer narrative:
Additional information received update on: block b1:adverse event/product problem, block b2:outcomes attrib to adv event, block b5:describe event or problem , block h2:type of reportable event, block h6: patient code, impact code. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate code for, device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Additionally, fiducials were administered transperineally prior to the procedure. The procedure was performed under local anesthesia. It was reported that the gel was implanted in the rectal wall near the prostatic apex. External beam radiation therapy (ebrt) at 25 fractions is ongoing and sigmoidoscopies will occur through out ebrt to ensure problems do not develop. The patient is reported to have fully recovered.